Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1922bc serial/batch number (B)(6) was received for investigation. Functional testing was not performed due to the damage to the device. Visual inspection noted that the eyelet of the device is bent. The most likely cause is attributed to misuse due to prying/leveraging the device during use. Per dfu-0087 section e. Warnings. 6: " bioabsorbable only: attempting implantation into hard, dense bone and/or drilling/punching smaller diameter holes than recommended may cause failure (breakage) of the implant during insertion. Section g. Precautions. 3. Make sure to use the recommended drill bit or punch to create the bone socket. 4. Pushlock and swivelock suture anchors only: during anchor insertion, ensure that the angle of anchor insertion is coaxial to that of the previously prepared bone socket. 5. Pushlock and swivelock suture anchors only: insert the driver into the bone socket until the anchor body makes contact with the bone. Preview and adjust suture tension, if necessary. Tension will not increase during final advancement of the anchor body. 6. Pushlock and swivelock suture anchors only: ensure that the anchor body is in full contact with the bone before advancing the anchor body into the prepared bone socket."l5.

Event description:
On 4th september 2024, it was reported by an arthrex employee via email that an ar-1922bc, suture anchor, biocomposite pushlock® 4.5 x 24 mm, the anchor broke during insertion. This was detected during use in a rotator cuff repair surgery on (B)(6) 2024. All the fragments have been retrieved from patient. The procedure was completed successfully by using a new ar-1922bc. There was no patient harm and no secondary procedure needed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.